Manufacturer narrative:
Additional concomitant medical products: 407645 lead; 407652 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's daughter that the patient went to hospital as their heart rate dropped. Implantable pulse generator (ipg) did not respond and they do not know if the device is working. The ipg remains in use. No further patient complications have been reported as a result of this event.